Event description:
Baxter reported "there was leakage from the titanium adapter" and the transfer set. This was noted during use with no pt injury or medical intervention reported by the complaint coordinator.